Event description:
It was reported that customer was hospitalized for diabetic ketoacidosis and for high blood glucose levels. Customer stated that she had an infection. She also stated that her set had disconnected from her body before going to the hospital. By the time she got to the hospital she had reconnected back to the pump. Blood glucose at the time of hospitalization was 980 mg/dl. Significant events leading to the hospitalization was vomiting and dehydrated. Customer was wearing the pump at the time of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).